Event description:
Ufmw received reporting breakage/leakage problem with one (1) 20132-01 genie vial access device, lot# 86-765-2a. It was reported that on (B)(6) 2010 "when inserting the genie into a vial of oxaliplatin, the device broke in half..." There were no reported adverse operator consequences. Although requested, additional incident information and device return requests have to date been unsuccessful. Record analysis: a review of the mfg. Lot database for lot# 86-765-2a (mfg. Date 02/2010) shows 10,000 units were mfg. Tested, inspected and released. Conclusion: the involved device was not returned for analysis and investigation. The exact cause(s) of the reported product experience are unknown. This report and the associated information have been entered in the mfgers. Database for analysis and trending.